Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03134. It was reported the patient had been receiving ineffective stimulation. Reprogramming attempts were unable to provide resolution. X-rays were taken and no anomalies were found. In turn, the patient's scs system was explanted.